Event description:
A customer reported that an ophthalmic viscoelastic and handpiece, ophthalmic console was used during the cataract extraction with intraocular insertion with femto second laser surgery. During the first follow-up visit the patient did not have any problems. After the post operative fourteen day follow up the patient was diagnosed with tass (toxic anterior segment syndrome) with symptoms of corneal edema and blurred vision. The patient was on topical medication for the treatment. It was unknown whether the intervention was effective or not. The current outcome of the patient¿s conditions was not resolved. Additional information has been requested but is not available at the time of this report. This report pertains to one of the two different consoles used for one of the two patients reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.